Manufacturer narrative:
Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that after completing an apheresis platelet procedure on a trima device, the operator noticed that the collected platelet product looked red. The operator tested the product and found that the free hemoglobin content was high. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported that after completing an apheresis platelet procedure on a trima device, the operator noticed that the collected platelet product looked red. The operator tested the product and found that the free hemoglobin content was high. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a photograph was submitted in lieu of the disposables set to aid in the investigation. The photograph shows used primary and secondary platelet bags, and associated tubing, from a trima accel disposable set. The photograph confirms the presence of a red tinge. No kinks or misassemblies are visible. A disposable complaint history search was performed for this lot and found zero reports for similar issues on this lot. Investigation is in process and a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. The customer declined to provide the customer's contact name or title. Investigation: a photograph was submitted in lieu of the disposables set to aid in the investigation. The photograph shows used primary and secondary platelet bags, and associated tubing, from a trima accel disposable set. The photograph confirms the presence of a red tinge. No kinks or misassemblies are visible. A disposable complaint history search was performed for this lot and found zero reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: donor susceptibility causing low level hemolysis in the platelet and plasma products. High shear rates on a platelet (white stamp) disposable set resulting in hemolyzed blood back to donor due to one of the following causes: inappropriate needle gauge (sterile doc at customer or misassembly in manufacturing); occlusion or kinks in lines; return line occlusion; high hematocrit in needle, rbc line; loop vibration; centrifuge imbalance; needle flow rate too high; manufacturing defects (flashing, excess header lengths); failures in the control system cause high hematocrit in the reservoir. * rbc line occlusion causes backpressure in rbc line forcing blood to take alternate route to reservoir resulting in blood damage.

Event description:
The customer reported that after completing an apheresis platelet procedure on a trima device, the operator noticed that the collected platelet product looked red. The operator tested the product and found that the free hemoglobin content was high. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The customer declined to provide further patent or procedural details such as hemolysis testing (plasma hemoglobin and/or percent hemolysis). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a photograph was submitted in lieu of the disposables set to aid in the investigation. The photograph shows used primary and secondary platelet bags, and associated tubing, from a trima accel disposable set. The photograph confirms the presence of a red tinge. No kinks or misassemblies are visible. A disposable complaint history search was performed for this lot and found zero reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process and a follow-up report will be provided.

Event description:
The customer reported that after completing an apheresis platelet procedure on a trima device, the operator noticed that the collected platelet product looked red. The operator tested the product and found that the free hemoglobin content was high. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.